Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device's toggle switch was activated for cauterization. When the harvester deactivated the toggle switch, the device would not stop heating and lots of smoke accumulated inside the tunnel. The device was removed from the leg and the power was unplugged. The hospital switched out the hemopro extension cord and replugged in the device; however, again, device would not turn off. A replacement hemopro device was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed a slight impression from the cutter wire on the serrated section on cold jaw boot; however, no thermal damage was noted on the jaw boots. The electrical and resistance measurements were within specifications. The micro switch functioned properly when tested. The pre-cautery test using a reference hemopro cable and power supply showed that steam was generated from the saline moistened gauze during several device activations. The reported failure was not confirmed.